Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Two additional tests were performed with an unknown brand and each generated positive results. Although requested, no additional information including treatment and outcome was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Two additional tests were performed with an unknown brand and each generated positive results. Although requested, no additional information including treatment and outcome was provided.